Manufacturer narrative:
During servicing of the autopulse platform (s/n (B)(6)), the driveshaft was noted to be damaged by the broken locking plunger pin. The integrated encoder gearbox was replaced to address the observed damaged driveshaft issue.

Manufacturer narrative:
The reported complaint that the "the autopulse platform s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the review of the platform's archive data. The root cause of the reported ua45 was the driveshaft not centered at the "home" position due to a broken shaft lock plunger. The tip of the shaft plunger sheared off possibly during usage, allowing the driveshaft to freely rotate without any ability to center and lock itself in the "home" position. In addition, the driveshaft was noted to be difficult to rotate, due to a sticky clutch plate, and it will be deburred to remedy the issue. The shaft lock plunger will be replaced, and the driveshaft will be manually recentered to the "home" position to remedy the fault. Visual inspection of the returned autopulse platform was performed and revealed that the front enclosure was cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged enclosure will be replaced to address the observed damage. The archive data review showed multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. In addition, unrelated to the customer's reported complaint, a couple of user advisory (ua) 20 (position out of range) error messages were observed to have occurred on the customer's reported event date. Based on the archive data files, the user was able to clear the ua20 error codes. User advisory (ua) 20 error messages occur due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the driveshaft is not centered at the "home" position. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. During further investigation, it was noted that the clutch plate was sticky, which is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch is typically caused by the usage of the device over time, although it could be accelerated by humidity or other environmental conditions. Further functional testing revealed that the shaft lock plunger, which is designed to lock the drivetrain into position, was broken and its pin had sheared off. Consequently, the driveshaft would turn freely and would not remain at the "home" position. Therefore, the user was eventually unable to clear the ua45 error messages. The root cause of the damaged plunger is most likely due to a latent material defect in the metal part, possibly in conjunction with an impact force, causing the pin to shear off. This resulted in the driveshaft being slightly off from the "home" position (ua45) or multiple revolutions outside of the normally allowable position (ua20). Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During training, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer re-adjusted the lifeband, but the issue was not resolved. To further troubleshoot the issue, the lifeband was replaced; however, the error message persisted. No patient involvement.